Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was able to activate the monitor alone. The cause for the failure was contamination on the rear response button connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for evaluation into an unrelated issue, a reportable malfunction was found. The response buttons on monitor (B)(4) were not functioning properly.